Event description:
New information (B)(4) 2014 indicates the lead exhibited an insulation anomaly.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited low impedance, loss of sensing and loss of capture. The lead was no longer used and a new lead was implanted. The procedure was completed successfully without adverse consequence to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.